Event description:
It was reported that during use when safety mechanism is activated the wing separated from the body with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported that the "wing separated from the body assembly when the user activated the safety mechanism after drawing a patient".

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for front/rear barrel separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use when safety mechanism is activated the wing separated from the body with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported that the "wing separated from the body assembly when the user activated the safety mechanism after drawing a patient".

Manufacturer narrative:
Medical device type: jka, fpa. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use when safety mechanism is activated the wing separated from the body with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported that the "wing separated from the body assembly when the user activated the safety mechanism after drawing a patient."